Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life but several call service 128 (replace battery) and 177 (low battery warning) alarms due to apparent normal battery use. During investigation, the battery compartment was found to be cracked below the grip pad. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump¿s electrical draws were tested and found to be above required specifications; the original complaint of a battery life issue was duplicated. The pump cover was opened and moisture corrosion was found on the continuous glucose monitoring module and inter-board gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.